Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) data board to resolve the issue. (B)(4). MDR 9612296-2018-01067 was submitted for the same issue which initially occurred with case-(B)(4) on (B)(6) 2018, but was resolved on (B)(6) 2018.

Event description:
The customer reported obtaining high sodium (na) and low chloride (cl) patient results involving the au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the high results. There was no change to patient treatment in association with this event.